Manufacturer narrative:
The pump was received with a cracked case behind the pump at the battery compartment, cracked battery tube threads and missing segments/partial display due to moisture damage to the electronic assembly. Also, moisture damage on the battery tube noted during visual inspection. Unable to perform the displacement test and self test due to missing segments/partial display.

Event description:
The customer's husband was reported via phone call they jumped in the pool while wearing the device and when they got out of the pool the device was vibrating. They then saw a large crack on the side when changing the battery and found fluid in the battery compartment. Report does not state whether reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is 190 mg/dl. No further details or information available. The device will be returned for analysis.